Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of event date, the ring was implanted to correct the regurgitation; however, it was stated that "after this repair we were still not happy with the results and there still seemed to be an unacceptable amount of regurgitation and so the decision was made to resect the anterior leaflet and we placed a 27-mm hancock 2 mitral valve prosthesis."

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 280 mg/dl, 434 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 284 mg/dl and 20 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device unavailable for return as the location remains unknown.